Manufacturer narrative:
A complete analysis and testing of one random partial opened and used enlite sensor showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insertion needle was not returned unable to confirm insertion needle complaint.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the sensor cannula is not intact. Customer's blood glucose was unknown at the time of incident. Troubleshooting advised customer on calibration technique and customer was advised that the sensor would be replaced and agreed to return the product for analysis.